Event description:
As reported, after performing a tavi procedure, the physician used the 18f vascular closure device to seal the wound at the cfa. The sheath was inserted to the artery to replace the procedural sheath and ready for insertion of the device closure unit. However, when the physician advanced the bypass tube into the haemostasis valve of the sheath, abnormal resistance was encountered. Thus, the doctor stopped advancing the bypass tube and decided to withdraw the alleged unit, including the sheath and the closure unit, from the patient as a whole. Afterwards, another new set 18f vascular closure device was used to close the wound smoothly without the same problem mentioned above.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation

Manufacturer narrative:
One unit of 18f manta and sheath were returned. Manta was locked into the sheath. Blood particulates were observed. The lever was engaged. Components(i.e collagen, lock and anchor) were pushed out of the lumen. No other issues noted. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f ce manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered abnormal severe resistance while attempting to advance the bypass tube into the sheath hub. The physician stopped advancing the bypass tube and determined to withdraw the first 18f ce manta closure unit and manta sheath. A second 18f ce manta closure unit and sheath were opened, placed, and deployed successfully achieving closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.